Event description:
It was reported that the cement had hardened too quickly. As surgeon started to load cement into femur he stated that "the cement was starting to harden" and continued with the procedure. Surgeon stated that "he wasn't able to implant the stem due to the hardening of the cement." Cement then had to be removed from the femur. X-ray was taken and a fracture was identified. Once again cement was mixed by surgeon, cement was loaded into femur and stem inserted.